Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that the patient's left hip was revised. Original plan was to revise the shell due to loosening and degenerative osteoarthritis. Intra-operatively, some black tissue was noted in the patient, liner was noted with discoloration, head disassociated intra-operatively, and extreme trunnion and stem wear with black material inside the femoral head was noted.